Event description:
A pt contacted our office via phone on (B)(6) 2012, stating that she experienced an adverse event while wearing acuvue oasys brand contact lenses (cl). The pt stated that she was diagnosed with a corneal ulcer in both eyes (ou). There is no specific information indicating if the corneal ulcers occurred simultaneously or at different times. This report is being submitted for the right eye (od). The left eye (os) will be reported on MDR 1033553-2012-00055. Pt states that she visited her eye care professional (ecp) and was diagnosed with a corneal ulcer, od, "sometime between the months of (B)(6) 2012." Pt states that she was treated for the corneal ulcer with two eye drops of which names, duration and types were unk. Pt states that the ecp advised that she may return to cl wear, but suggested daily wear lenses. The pt states that she has not returned to cl wear because she was "traveling abroad." Our firm has made numerous unsuccessful attempts to contact the ecp for additional clinical information. The ecp declined providing clinical information due to pt privacy issues. This report is being filed as worst case due to the limited amount of information received concerning the severity, location and treatment of the corneal ulcer, od. The lot number is question is l001m4w. The suspect lens has been discarded. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001m4w was manufactured under normal conditions. (B)(4). If additional medical or product information is received, we will report it within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse.